Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
A report received from the clinical study site indicated that a subject may have suffered a myocardial infarction (mi) because the troponin I levels and the creatinine kinase (ck) levels were elevated following a percutaneous coronary intervention in which the subject received a cypher (cra18350) stent in the mid left anterior descending coronary artery. No other problems were reported.